Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the provisional shim was noticed to be missing a ball bearing during kit inspection.

Manufacturer narrative:
Persona articular surface provisional (ps tasp) was received with complaint for investigation. Visual inspection of the returned components found that the returned shim lot number has one each of component 1 and 2 disassembled/missing. None of the missing / disassembled components were returned. This is known reported issue has been investigated through correction actions. This device is used for treatment. The product search history did not reveal any additional complaints for this part/lot combination. The related product family code (kne-psn-pro-art-int) for this event was identified as belonging to an issue of missing component, and an identified trend, per the monthly zimmer biomet complaint review process. Corrective actions investigation found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. FDA recall contains all tasp shim lots. The instrument was manufactured july 1, 2014 before the recall was launched and before any re-design was implemented. As such, a previously addressed design issue is considered as the root cause.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. It was considered that the device was conforming when it left zimmer biomet because it had a potential field life of over 1 year 10 months before it fractured, which was manufactured in july 2014 and has been used in an unknown number of surgeries.